Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
A tetraplegia patient who required foley usage was found that foley slipped out due to noticing an inadequate amount of urine output. Ruptured balloon noted from the foley, edges seemed clear and intact. The above foley was inserted on (B)(6)2022, it was well secured by tape over lower abdomen when found slipped out. Informed on call houseman, kub ordered and taken, no abnormal findings, foley was then reinserted.

Manufacturer narrative:
(B)(4) additional information received on 24 november 2022 indicates that the correct event date is 17 august 2022. Other remarks: corrected data:

Manufacturer narrative:
(B)(4). The patient was examined after the incident, the doctor found no pieces of the balloon in the patient's body. A new catheter was used to drain urine for the patient. The patient's condition was reported as good.

Manufacturer narrative:
(B)(4). An actual sample was returned for investigation. Visual examination was conducted on the returned sample and did not show any obvious abnormality or design abnormality, except for the balloon had burst and had slight encrustation on the shaft. Based on the complaint description, the balloon had burst during use. Further investigation was conducted by reviewing the balloon part under high magnification lens. No obvious abnormalities were observed on the returned sample. The burst balloon may have happened due to various reasons such as contact with sharp object during use i.e., contact with clamper, kidney dish/tray, overinflating or contact with contradicting lubricants, such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin, or other relative compounds. The balloon could also burst as a result of coming in contact with the bladder or kidney stone in use on a patient with a significant history of kidney stones. Based on a literature review, salty like sediment could also possibly lead to balloon tear. Encrustation could also stick on the catheter balloon and may break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Per the current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before being sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. A catheter with defective a balloon will be culled out. Based on the investigation conducted, no abnormalities were observed on the returned sample. The burst balloon could be due to some reasons such as contact with sharp object, over inflation or contact with the encrustation that detrimental to balloon sleeve. Therefore, this complaint is not confirmed. Other remarks: n/a. Corrected data: n/a.

Event description:
The complaint is reported as "a tetraplegia patient who required foley usage was found that foley slipped out due to inadequate amount of urine output noted. Ruptured balloon noted from the foley, edges seemed clear and intact. The above foley was inserted on (B)(6) 2022, it was well secured by tape over lower abdomen when found slipped out. Informed on call houseman, kub ordered and taken, no abnormal findings, foley was then reinserted". Attempts to the customer regarding whether the balloon burst in the bladder as well as results of the kub were made with no response.